Event description:
Healthcare professional later reported right side capsular contracture, baker grade iii, deflation, and added "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: device no leakage, white particles inner the shell and observed void >1 mm in non-textured, valve-to shell-bond area. No particles are observed in the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and deflation.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade iii, deflation, and added "particles in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.